Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the repair center, the user reported the auxiliary printed circuit board assembly induced 6% drift on both blood parameter monitors. This could affect the accuracy of reported results. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.